Event description:
Customer reported a past event of high blood glucose level reaching 593 mg/dl, though the cause remained unknown. The customer took corrective action by administering a correction injection using multiple daily injections (mdi). Technical support recommended consulting with a healthcare provider to explore underlying causes, and the customer acknowledged understanding of this advice.